Event description:
During the procedure, the tip separated from the optical dissector. There was no report of pt injury.

Manufacturer narrative:
During the procedure, the tip separated from the optical dissector. There was no report of pt injury. The visual inspection of the returned optical dissector confirmed that the plastic tip had come loose from the metal shaft of the device. The investigation is ongoing. A follow-up report will be forwarded when the eval is complete.